Event description:
It was reported that during a stapedectomy surgical procedure, it was observed that the cutter could not be inserted into the attachment device. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. No injuries, medical intervention or prolonged hospitalization were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.